Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was hospitalized after receiving inappropriate therapy. X-ray revealed externalized conductors. Lead was capped and replaced. Patient condition was good after the event.